Event description:
During removal of 0.014 inch by 182 cm choice pt straight tip from the coronary stent placed into the lower leg for attempted revascularization, the wire was caught within the stent at the tibioperoneal trunk. Attempts were made to remove the wire for over 1 hour and then a quick cross catheter was placed to the site, but the tip of the 0.014 inch wire fractured and remained in the stent.